Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates after loading 250 units of insulin into the pump. Contact stated that they loaded cold insulin into the cartridge. In addition, it was reported that the fill estimate remained static at 75 units of insulin. Customer declined to perform troubleshooting. Customer's blood glucose level was not impacted.